Manufacturer narrative:
Engineering evaluation noted the dislocation reported was likely the result of a combination of force and hip position sufficient to overcome the ability of the soft tissue to retain the bipolar head in the acetabulum.

Event description:
The patient came to the hospital with a dislocated right hip, which has an exactech bipolar implant, implanted (B)(6) 2016. During reduction in the or the bipolar component reportedly became disassociated from the femoral head that remained attached to a cfs novation stem. Due to the patient's medical status, revision was unable to be performed. Patient died on (B)(6) 2016.

Manufacturer narrative:
The devices have not been returned to exactech for an engineering evaluation.

Event description:
The patient came to the hospital with a dislocated right hip, which has an exactech bipolar implant, implanted (B)(6) 2016. During reduction in the operating room the bipolar component reportedly became disassociated from the femoral head that remained attached to a cfs novation stem. Due to the patient's medical status, revision was unable to be performed. Patient died on (B)(6) 2016.